Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one reliatack articulating reloadable instrument. The event report alleges the product was used in a surgical procedure. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file will be closed fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The device was being applied to the abdominal wall. The first reload was successfully loaded and fired. The second reload had issues being fastened. Once it was securely fastened, the tacks would not purchase through the tissue. There were difficulties with loading the reload onto the handle. There was difficulty in pressing the "push to reload" button. There were no difficulties with navigating the lock and unlock button or articulating the device. After the loading issues were experienced, the reload was used in the patient. Tacks were able to be fired normally from the device. The tacks were not able to penetrate the tissue and were not able to hold correctly onto the tissue. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, the device was removed and completed with a different type of tacking device. There was no patient harm. The patient status is alive, no injury.